Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached on the 7th day of wear while she was sleeping. The customer subsequently experienced seizure and paramedics were called by her caregiver. Upon their arrival, an unspecified glucose reading was obtained, the customer was diagnosed with hypoglycemia and treated with glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification.   Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that the adc freestyle libre sensor detached on the 7th day of wear while she was sleeping. The customer subsequently experienced seizure and paramedics were called by her caregiver. Upon their arrival, an unspecified glucose reading was obtained, the customer was diagnosed with hypoglycemia and treated with glucose. There was no report of death or permanent injury associated with this event.